Manufacturer narrative:
The eds external drainage system (ID 821731c) was returned for evaluation. Failure analysis - the eds was visually inspected; cracks in the 3 way stop cock were noted. The eds was leak tested; failed leaked from the crack in the 3 way stop cock. The current quality inspection for these assemblies was established to 100% test for leaks and blockage. Root cause analysis : the root cause for the issue reported by the customer is due to over tightening when connecting devices, as noted in the IFU finger tighten only.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a eds external drainage system is leaking from the three way stockcock. Drainage system was replaced.